Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2013. 4136, bsx lead; 4135, bsx lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. It was noted that the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.